Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d4 (primary UDI number), d8, e1 (first name, last name), h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the imaging section. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device received a b30 scope communication error. The issue occurred during set up for an unspecified procedure. There were no reports of patient involvement.